Event description:
It was reported that the user received an overnight alert to change insulin, did not complete the change, silenced the issue by moving the pump to another room, and experienced an interruption in insulin delivery, after which blood glucose was in the 300s until a full cartridge and delivery supply change was completed and insulin delivery was resumed with a downward glucose trend. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and education, device-guided recovery of therapy, and continued glucose monitoring without hospitalization. Investigation included customer service assessment, review of device alerts, and user-led corrective action by performing a full cartridge and delivery change and resuming therapy. Investigation of this case revealed that insulin delivery was interrupted due to an unresolved change-insulin alert and user nonresponse, with the device functioning as designed to prompt a supply change, and normal operation resumed after completion of the change. It was concluded, based on previously established findings for similar reports, that the cause was user interaction with the device and therapy management factors rather than a device malfunction.